Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx exhibits a humming noise when connected to the power supply. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device was making a humming noise in the charging module, when connected to the power supply. The rse evaluated the device remotely and confirmed the reported issue. It was determined that the charging module had failed. The customer was advised that the device has reached its end of life (eol) and there are no replacement parts available. No repair activity was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of the charging module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rse determined that the device has reached its end of life (eol) and there are no replacement parts available. No repair activity was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.